Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. There were no allegations reported however the patient was revised and the reason for revision was not provided. On (B)(6) 2019. Pc has been re-opened due to receipt of unf and medical records. After review of medical records, the patient was revised for failed left acetabular component, multiple surgeries by other surgeon. It reported that the patient had re-dislocated and broke the liner. Operative notes reported that there was abundant metallic stained synovium debrided with electrocautery and rongeur down to the femoral prosthesis which had a large notch in the posterior aspect of the neck indicating impingement on the metal socket from anteversion of that acetabular component. Evaluation of the acetabular component revealed that it was basically completely uncovered with bone along the posterior half of the entire socket. It was just hanging on some anterior bony ingrowth. The bone defect was remarkable. Cup has been added to the complaint. Doi: (B)(6) 2015. Dor: (B)(6) 2017. (Left hip, third revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.